Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up. A device interrogation revealed recorded episodes inappropriate anti-tachycardia pacing (atp). Inappropriate atp was the result of over-sensed noise exhibited by the right ventricular lead. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The reported events of over-sensed noise which resulted in inappropriate anti-tachycardia pacing (atp) was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that the lead was cut and capped on 12 feb 2024 due to over-sensed noise and high pacing threshold. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received. Additional information: b1, b2, b5, d6b, h3 and h6.

Event description:
New information received notes that the lead was cut and capped on 12 feb 2024. Further information was requested but not received.